Event description:
It was reported that during an unknown procedure, an error code 3: hand piece error was displayed. There was no patient consequence.

Manufacturer narrative:
(B)(4). Evaluation summary: the hand piece was returned with a loose mount and does no longer meet the specification for phase margin. However, it was tested on a generator and no error code was noted. The hand piece was disassembled and a torn acoustic isolator was found in the instrument. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed and no anomalies were noted during the manufacturing process.